Event description:
Additional information was received that the patient had a generator replacement.

Event description:
Additional information was received that the generator will not be returned to the manufacturer for evaluation as it was discarded.

Event description:
It was initially reported that the patient had having frequency seizures. It is unclear if the patient is having an increase in seizures frequency or if the patient just has frequent seizures. The patient's device was programming off when the physician interrogated it for unknown reason as the patient was new to the physician. The physician turned the patient back on and increased their medications. On a follow-up appointment the patient reported that she was still having seizures but they were fewer. At an appointment the following month the patient reported that she was having small seizures daily. The patient may have a generator replacement but surgery had not occurred to date. Good faith attempts for more information have been unsuccessful to date.